Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. The product history records confirm that the product met release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of intraocular lens (iol), the patient had glare, halos, quality of vision not good- near and distance. The lens was explanted in a secondary procedure within a month from initial procedure. The lens was replaced with a monofocal lens. Additional information has been requested and received stating the lens was replaced with a non company. The patient's symptoms were resolved after replacement.